Manufacturer narrative:
Vyaire field service technician went onsite and assessed the device by taking photos of the current settings and logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported that the device had a patient incident and the patient desaturated on the avea ventilator. The customer reported the patient was placed on a different ventilator and confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding device issue associated with the reported event.